Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized around (B)(6) 2018. The cause of death was heart failure. The caller stated that the customer had fluids retention that led to out of whack blood glucose levels, kidney failure, and heart failure that led to the customer's passing. The customer¿s blood glucose was in the 300 mg/dl range when they were on the pump. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected within 24 hours prior to passing. The customer was taken off the pump and was getting manual injections. The customer was not using sensors. The customer's doctors thought the customer's medications were affecting each other and they took off the pump. The caller declined to return the insulin pump for analysis. Frn-mmt-332-reservoir.